Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The fenestrated bipolar forceps (fbf) instrument was analyzed and found to have a broken grip cable at the distal end. Additional unrelated observation states that the conductor wire was found with the insulation retracted. The wire appeared to have been partially pulled out, exposing the wire. Components adjacent to this wire do show damage; the grip cable was broken. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.